Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm the day the customer was scheduled to change their supplies. The customer's blood glucose (bg) level was 160mg/dl. The customer performed their own troubleshooting prior to contacting tandem technical support (cts) and had observed insulin exiting the infusion set tubing. No troubleshooting was performed during the call, therefore insulin exiting the infusion set tubing was not confirmed. Cts suggested that customer change out all of their pump supplies since they were due for a supply change.